Event description:
The hospitals sterilizing facility has reported that they have consistently identified staining on the inside of the kimguard wrapping around the matrix degenerative trays subsequent to sterilizing. The dark stains on the wrapping appear most prominent on kimguard used to wrap trays that house the screws or other implants. The stains are suspected to come from the black aluminum material that make up the various implant caddies. These observations were made during the validation process that the sterilizing facility conducts to ensure that sets used meet their sterility guidelines. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
The sterilizing facility has been provided with synthes guidelines for the care and maintenance of implants, instruments & cases. Notably, the ph level used in their sterilizing facility is 10. According to the guidelines this falls outside of the recommended 6-9.5 ph range for dealing with aluminum. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.